Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this patient felt uncomfortable when the device was pacing. The pacemaker was reprogrammed. The md determined that the rv lead was fractured. Patient was not capturing in the ra and rv. The system is scheduled for extraction. Should additional information become available this file will be updated.